Event description:
The device was returned to a third-party service center for foam replacement per field action: c&r 2021-05/06. The device was not in patient use. During the evaluation of device, the third-party service center visually inspected the device and found no evidence of foam degradation. There was a technical finding which is power cord broken. The device was not acceptable for use therefore the device was scrapped. If additional information is obtained, a follow up will be filed.